Event description:
A patient reported they experienced the events of ¿rupture with chest pains¿, ¿arm issues¿, ¿enlarged lymph nodes", "there are a few small lymph nodes. No extracapsular silicone". The device was explanted. Right side.

Manufacturer narrative:
The device related to the reported event of rupture, lymphadenopathy and pain was received on november 08, 2019 with lot number 1834190. Analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified sharp opening, crease sharp opening, striated opening, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening; a sharp opening on anterior due to a surgical impact opening; a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
A patient reported they experienced the events of ¿rupture with chest pains¿, ¿arm issues¿, and ¿enlarged lymph nodes¿. The device has been explanted.

Event description:
A patient reported they experienced the events of ¿rupture with chest pains¿, ¿arm issues¿, and ¿enlarged lymph nodes¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿rupture with chest pains¿, ¿arm issues¿, and ¿enlarged lymph nodes¿. The device remains implanted.